Event description:
It was reported that the insulin pump experienced a bolus anomaly and had missing data on the bolus menu. The customer's blood glucose was 7.2 mmol/l. The caller stated that the customer missed the information on may 12 and 13, but the caller did not have the insulin pump present in order to confirmed. The customer's mother stated that the customer was not present with her at the time of the call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.